Event description:
Device deployed prematurely into the broad ligament leaving a needle behind in the ligament. The surgeon stated that he could not retrieve the needle as this would cause more harm to the patient. The surgeon spoke with the patient after the procedure.